Manufacturer narrative:
As reported, capsure deployed two fasteners at a single fire. Photos provided confirms that two fasteners deployed at the same time however they do not assist in determining root cause. Based on the reported information and without having the sample to evaluate, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure when the capsure fixation device was fired, two fasteners deployed together in a single fire. The deployed multiple fasteners were not able to remove from the body as it was tightly fixated into the mesh. It was reported that, the device released 4 fasteners from the device and the procedure was completed using new capsure fixation device. There was surgical delay and no reported patient injury.